Manufacturer narrative:
Corrected data: describe event or problem. The leads reported are referencing the patient's thoracic system; not cervical system as previously reported.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-01806.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-01806. The patient has two systems implanted. This issue pertains to the patient's cervical system. It was reported the patient experienced ineffective pain relief. As a result, surgical intervention was undertaken to explant the patient's cervical system.